Event description:
The dr was unable to insert the iab into the sheath. The iab was not returned to co for eval. The iab was discarded by the facility. Event complications: none from the event - reported 2/5/97.) Pt's current status: unk - rpt'd 2/5/97.)